Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2013; 693565, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation. The physician attempted to reposition lead but only able to un-deploy one lobe and not able to move lead appropriately. The lead remains in use. No further patient complications have been reported as a result of this event.